Manufacturer narrative:
During a routinely scheduled clinical visit on (B)(6) at the customer facility, arjo representative (clinical consultant) was notified about an event involving arjo maxi sky 600 ceiling lift and passive clip sling. The customer stated that two caregivers were present during a patient transfer. While staff started to raise the resident, one staff member placed her hand over the sling leg clips. When the resident was approximately 8" off the chair, one staff member pulled the chair away, and the second staff member noticed that both leg sling clips had detached from the lift. As a consequence of the event the patient slid out of the sling. After the event the registered staff assessed the patient and confirmed that there was no injury sustained. The customer reported that the staff at the time did not isolate the sling. One of the lift coaches in the facility stated she inspected all the large slings on that unit, and could not find any issues with the slings. Also the lift did not have any signs of malfunction. Based on product knowledge and previously made simulations we can state that a sling clip can detach when it is in an unstable position, not under tension or not attached correctly. The passive sling clip instruction for use warns the users to check the sling prior to use and make sure that the sling clips are attached securely before and during the lifting process. According to the procedures provided in the instruction for use (04.sc.00): ¿to avoid the resident from falling, make sure that the sling attachments are attached securely before and during the lifting process.¿ ¿at any time, if the resident becomes agitated, stop transferring/transporting and safely lower the patient.¿ the re-training for the staff was performed to remind the transfer procedures. It was also explained that caregivers need to visually ensure that the clips are in place on the lugs of the lift before starting to raise the resident. To sum up, arjo floor lift and clip sling were used as a system for a patient transfer when the resident fell out of the device. The clip detached and from that perspective system did not meet its performance specification. We decided to report this complaint to the competent authorities due to the clip detachment during use.

Event description:
It was reported that 2 cargivers started to transfer the patient by using maxki sky 600 device and sling clip ((B)(4)) it was reported that during patient transfer from the chair the one staff member had placed her hand over the leg clips. When the resident was approx 8" off the chair, one staff member pulled the chair away, and the 2nd staff member suddenly noticed that both leg clips had detached and the resident was sliding out of the sling. The staff supported resident, protecting her head and back, patient fell out of the sling on the floor.there was no adverse effects to the resident.

Manufacturer narrative:
The additional information will be provided upon investigation conclusion.